Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the gepd-10-12 device of unknown lot number in this complaint was not available for return to cirl for evaluation. Therefore, a document-based investigation was conducted. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution gepd-10-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gepd-10-12 device could not be carried out as the lot number is unknown. The instructions for use, ifu0055-4, which accompanies this device warns the user of the following potential complications ¿those associated with ercp include but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ and ¿those associated with pancreatic stent placement include but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ it was noted that biocompatibility studies have been performed on these devices and that these have ¿shown no indication of a toxic reaction. Therefore, no adverse reaction against any of the components comprising these products is anticipated¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible route cause for the issues experienced by the patient could be an allergic reaction to the polyethylene stent. The customer noted that they suspected that ¿the abnormal increase in the eosinophil was an allergenic reaction caused by the geenen stent¿ as per clinical input ¿ the abnormal increase in the eosinophil could be caused by an allergic reaction (e.g., polyethylene).¿ it was also noted that no symptoms were observed in the patient with the use of a the previously placed smaller 7fr stent. Summary: the complaint is confirmed based on the customer¿s testimony. According to the information reported, the patients experienced an abnormal increase in the eosinophil after the device was inserted. Medical intervention was performed in the form of the administration of a steroid to the patient and no further adverse effects have been reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
A previously placed 7fr geenen pancreatic stent was replaced with a 10fr geenen stent (= the complaint device) due to chronic pancreatitis on (B)(6) 2020. Right after the replacement in the pancreatic duct, blood has been drawn and examined, then the abnormal increase in the eosinophil was confirmed. The physician took a wait-and-see approach and is trying to find the cause. Additional information (28/apr/2020, (B)(4)): it was confirmed with the sales rep that no symptom was observed when the previous 7fr stent was placed and during the 7fr indwelling period of time. Additional information received on 30-apr-2020 that intervention in the form of a steroid was administered to treat the allergic reaction. (Edit dr 22-sep-2020).